Event description:
The ebus balloon was placed on the ebus bronchoscope prior to the start of the bronchoscopy and was present during the ultrasound portion of the procedure. Upon removal of the bronchoscope, operating room staff discovered the balloon was missing / not on the scope. The physician was informed and a visual inspection of the pt's lungs was completed using another bronchoscope, and a thorough search of the operating room was completed without finding the balloon.